Manufacturer narrative:
A ge service representative performed an on site investigation. Troubleshoot system. Reseated connectors in table and cleaned connectors to foot switch. Could not duplicate issue. As a proactive measure have placed a footswitch on order. Discussed switching from fluoro to spot film technique with the customer. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system would not take a film shot, when the spotfilm foot button was pushed. There was no report of pt injury.